Event description:
It was reported that the patient presented post-implant procedure. Upon review, high capture threshold and decreased sensing was noted on the right ventricular (rv) lead. As a result, a lead dislodgement was suspected. The physician elected to reposition the lead. During the repositioning procedure, the physician had difficulties rotating the helix in or out, and the lead distal tip stretched away from the lead body in the process. As a result, the stylet remained stuck within the lead. The lead was not used and the physician elected to complete the procedure implanting a new rv lead. The patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement, high pacing threshold, r-wave amp variation, lead stretched, stylet could not be removed and helix mechanism issue. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue and with the stylet stuck inside the lead. The reported events of high pacing threshold and r-wave amp variation were not confirmed while the reported events of lead stretched, stylet could not be removed, and helix mechanism issue were confirmed. Electrical tests and x-ray examination of the lead did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found that the connector pin and connector cap were pulled out of the connector assembly along with the inner coil which is consistent with procedural damage and the blood was clogged with the inner coil distal to the connector pin. The cause of the reported event of lead stretched and stylet could not be removed was due to blood with the inner coil that prevented the removal of the stylet and excessive forces resulted in the connector pin and cap to be pulled out of the connector assembly. After cleaning blood/tissue from the helix and applying torque to the inner coil, the helix could be extended and retracted. The full measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.

Manufacturer narrative:
Additional complaints of lead fracture, capture and insulation anomaly are being reported but unable to code.

Event description:
New information received notes that the patient had experienced exit block. The lead also exhibited capture and insulation anomalies. A lead fracture and an unspecified lead-guidewire issue were noted as well.